Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) on the service order that the attachment device was becoming hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation, it was determined that MFR#1045834-2017-10160 is a duplicate of MFR# 1045834-2017-10218. Reference MFR # 1045834-2017-10218 for all further reporting regarding this event. If additional information should become available, a supplemental medwatch will be submitted accordingly.